Event description:
It was reported that the patient contacted boston scientific latitude support regarding beeping from this implantable device over the course of four days. The patient was referred back to their healthcare provider for assessment. Upon a data review, a low, out-of-range atrial pacing impedance measurement (<200 ohms) was noted. At this time, the device remains implanted an in-service. No adverse patient effects were reported.